Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. This resulted in inhibition of pacing. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.